Event description:
It was intended to treat a tortuous lesion in the iliac artery with a 6x40mm complete se iliac stent. The device was removed from packaging and inspected with no issues noted. It was reported that the device could not be passed through the guide catheter and angiograph results showed the distal portion of stent was deployed. A scuba stent system was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Results: root cause is undetermined. No results available since no evaluation performed- device or procedural images not provided for review. None -no device received for evaluation evaluation codes conclusion: unable to confirm complaint - device or procedural images not provided for review. Other-root cause is undetermined. (B)(4).

Manufacturer narrative:
Results, conclusion: related to the use of the device during procedure.

Event description:
Evaluation summary: the catheter was kinked 1.5cm distal to the strain relief. The 1st two distal stent segment were exposed and deployed. The red safety clip was present on the returned device. The distal stent markers were further advanced than the distal catheter marker band. No detachment of the inner member had occurred. Resistance was encountered when passing a 0.035¿ patency mandrel along the inner lumen. Attempts to load the returned device into a protective hoop with dimensions the same as that used during the manufacture of this batch failed due to the deployment of the 1st two distal stent segments.